Manufacturer narrative:
H.6. Investigation: according to verbatim, it is possible what is being described is a presence of medical grade silicone in the syringe. However, since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 5ml ll bns experienced a case of foreign matter in device cannula/needle/syringe or other fluid path component, and leakage. The following information was provided by the initial reporter: customer reported residues in the syringes. Not only the desired liquid came out of the syringe when the plunger was pressed, but also any residues in the syringe. Item number: 10229. Lot number: 9281155.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ll bns experienced a case of foreign matter in device cannula/needle/syringe or other fluid path component, and leakage. The following information was provided by the initial reporter: customer reported residues in the syringes. Not only the desired liquid came out of the syringe when the plunger was pressed, but also any residues in the syringe. Item number: 10229, lot number: 9281155.